Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
It was reported that the ventilator had an error message alarm light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay.

Manufacturer narrative:
G4:16dec2020. B4:17dec2020. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. A supplemental report will be submitted when new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.